Event description:
Reporter states, patient presented with increased pain in knee. Revision surgery of primary total knee, revealed polyethylene wear of the tibial insert. The tibial insert was explanted. The tibial baseplate and the patella component were revised along with the tibial insert. However, the reporter stated the surgeon choose to revise these components at this time because of length of time being implanted, although they were in good condition.

Manufacturer narrative:
Summary of evaluation: the device could not be evaluated as it has not been returned for evaluation.